Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-34 occurred on the integrated electrosurgical unit (iesu). The monopolar energy did not work. The procedure was completed as planned using bipolar energy. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reporter confirmed the system functionality was checked upon powering on the system and the system initially powered on without errors. Isi technical support was not contacted for troubleshooting. The customer power cycled the system and changed ports but without success. The surgeon was not able to use both monopolar energy ports. The procedure was completed robotically with bipolar energy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The integrated electrosurgical unit (iesu) was analyzed and the reported failure (c-34) was confirmed and reproduced.